Event description:
The manufacturer received information alleging a ventilator was alarming for internal battery depletion. There was no harm or injury reported. The ventilator was returned to the manufacturer for evaluation and the customer's complaint was confirmed. The device's power management board and internal battery were replaced to address the issue.